Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any nonconformance's, potential non-conformance's or deviations associated with lot number 59046be01 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house testing of a retained reagent kit of the alinity I anti-hbc ii complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. The clinical sensitivity of the lot was evaluated, and the lot detected the same bleeds as reactive for the seroconversion panel. Based on these data it was shown that the sensitivity performance of the complaint lot is not negatively impacted. Based on the investigation, no systemic issue or deficiency with the alinity I anti-hbc ii assay for lot 59046be01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false negative alinity I anti-hbc ii results for a 42-year-old female patient in the surgery department. The following results were provided: (customer provided reference range reactive if = 1.00 s/co). On (B)(6) 2024, sid (B)(6) anti-hbc result = 0.94 s/co, repeat result = 0.95 s/co, the anti-hbc results was rested on roche platform = positive. (No specific result provided) the instrument was recalibrated and rested with results = 1.01 s/co, 1.02 s/co. Additional lab data provided: hbsag >250, hbsab 5.41, hbeag 24.31, hbeab 2.46 no impact to patient management was reported.

Event description:
The customer observed false negative alinity I anti-hbc ii results for a 42-year-old female patient in the surgery department. The following results were provided: (customer provided reference range reactive if = 1.00 s/co) on (B)(6) 2024, sid (B)(6) anti-hbc result = 0.94 s/co, repeat result = 0.95 s/co, the anti-hbc results was rested on roche platform = positive (no specific result provided). The instrument was recalibrated and rested with results = 1.01 s/co, 1.02 s/co additional lab data provided: hbsag >250, hbsab 5.41, hbeag 24.31, hbeab 2.46 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84 all available patient information was included. Additional patient details are not available.